Event description:
Bd 20ml syringe luer-loc tip has drops of fluid in syringe barrel. Lot# 2339640 exp. Date [redacted date] 2 syringes given to [redacted name] for follow up. Lot pulled in MRI scan room. Manufacturer response for bd 20 ml syringe luer-loc tip, bd 20 ml syringe luer-loc tip (per site reporter). [Redacted date] [redacted name] requested mailer from bd.